Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that "according to the trace report obtained from the ins, the total recharge count is 54. Of the last 5 recorded recharge sessions; the longest was for 38 minutes on (B)(6) 2013. The battery charged from 3.395v to 3.500v. The other 4 charge sessions lasted 10 minutes or less. The lock mode count is 7 with the last on (B)(6) 2013. Testing of the recharge function of this ins found it to be functioning normally. The ins was programmed to the following parameters and the battery was discharged to the lock mode - 10.5v 400us 60hz with one positive, one negative electrode and 750 ohm resistance. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 4 hours and 35 minutes. The ins charged from 3.605v to 4.055v with 100% coupling." It was additionally noted there was "no anomaly" found with the ins.

Event description:
It was reported that patient had sought company representative to attempt a power on reset (por) reset and try to get their battery to charge. It was reported that patient had experienced issues in trying to recharge. It was explained that the location of the implantable neurostimulator (ins) in the patient¿s body had not been conducive to easily recharging. It was reported that device would be returned to manufacturer, and the device could be disassembled for analysis, although analysis had not been requested. It was reported that this was not a normal battery depletion issue. It was reported that device had been used in the patient as a method of treatment. It was reported that device explant took place on (B)(6) 2013. There was no patient injury or death, and the patient was reported to have recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was removed and replaced with a new ins. Additional information received reported that no physician mode recharge was done and the patient¿s new ins was working well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.